Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius adaptors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the leur lock adaptor on the lcodextrin baxter solution bag during their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment. The patient discontinued their treatment. The cause of the leak was due to the adapter disconnecting. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that they recommended laying the bag flat instead of hanging resulting in no leaks to date. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The adapters were discarded and not available to be returned to the manufacturer for physical evaluation.